Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The customer felt shaky, sweaty and had blurred vision. The blood glucose reading was 20 mg/dl. The customer was treated with intravenous fluids. She was wearing the insulin pump at the time of the event, but it was suspended at the hospital. She stated that sometimes she forgets to suspend the insulin pump. The reservoir showed the same amount of insulin as was shown on the status screen. She stated that she is a brittle diabetic and also reported high blood glucose 300 mg/dl. The insulin pump was not returned or replaced.